Manufacturer narrative:
The customer was sent a quote for repairs on november 17, 2021. The customer let the service quotation expire. The customer refused servicing. No further action at this time.

Event description:
It was reported to philips that the device has paddles issue. There was no patient involvement.